Event description:
The patient reported that they had one v-go 30 device fall off about six hours after application. The v-go was worn on the patient's abdomen, and it was reported that proper site preparation was completed prior to application. The device is not available for return to the manufacturer for evaluation.